Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reported that the tip of the catheter separated from the body during insertion through the sheath. The catheter was not inside the patient when the separation occurred. No injuries or delays were reported.

Manufacturer narrative:
The suspect device did not return for evaluation. The complaint is unconfirmed. The root cause could not be determined. Samples from the same fusing lot were examined and tensile tested and were within specification. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.